Event description:
It was reported that a tandem mobi cartridge alarm occurred which did not adversely impact the customer's blood glucose level. The alarm happened during the cartridge load process, and although it could not be troubleshooted in real time because the issue occurred previously, escalated troubleshooting recommended a pump replacement due to occlusion issues. The customer was advised to continue using the current pump for insulin delivery until the replacement arrives. Technical support sent a replacement pump with updated software and instructed the customer on how to return the problematic pump and program settings into the new pump. Additional guidance was provided to connect the customer's continuous glucose monitor to the replacement pump.